Event description:
Customer reported an unexpected negative reaction on the abs2000. A patient sample with a known anti-kell tested negative on the abs2000 and 1+ positive in gel. The anti-kell was identified in gel and peg. A new patient sample was obtained approximately 5 days later, and gel testing was performed on both samples. 2+ reactivity was observed with both samples.

Manufacturer narrative:
The returned patient sample was tested in hemagglutination using selected k+k+, k+k- and k-k+ from panocell-16, lot 14611 using immuadd as the potentiator. A room temperature incubation was included. The sample was positive at the igg phase only.reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) (4), lot g159 and g160. This lot of capture was used by the customer. The patient sample was tested in manual solid phase with retention crrs(4), lot g159 and g160. The sample exhibited weak reactivity (score of 4 on k+k+ cells on g159 and score of 6 with g160 on scale of 0-8). The sample was also tested on an in-house abs2000 using retention crrs(4), lot g160; it exhibited positive reactivity with k+k+ reagent red cells. The patient's sample was tested on the in-house abs2000 using retention crrs(4), lot g159; it exhibited no reactivity reactivity with k+k+ reagent red cells. Positive reactivity with k+k+ reagent red cells was observed with the patient's sample when tested on an in-house echo using retention crrs(3).